Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. The pt's vessels were moderately tortuous and moderately calcified and the aneurysm was 71 mm in diameter. It was reported that the pt had a marginal aortic neck diameter. It was reported that the pt had a marginal aortic neck diameter of 28 mm and consequently developed a type 1 endoleak. The endoleak was aggressively ballooned with a 25mm dilating balloon, which reduced the endoleak almost completely. One week later the endoleak almost completely. One week later the endoleak reoccurred. The physician elected to remove the stent graft rather than attempt repair with an aortic cuff due to the fact that there was not enough room for the cuff placement. A palmaz stent was also not considered in case clamping of the aortic neck was required for surgical conversion. No additional clinical sequelae were report. The stent graft has not been returned to medtronic for evaluation.